Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and vaginal prolapse after hysterectomy. It was reported that patient underwent exploratory laparotomy, reduction of prolapsed bowel, repair of vaginal wall defect and enterolysis on (B)(6) 2007 for prolapse of the bowel through the vagina. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.